Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip burned at an unknown number of joules. Also, it was reported that the patient outcome was successful. The device was not returned for evaluation.